Manufacturer narrative:
A ventilator was reported failing pre-use checks. A field service engineer investigated the ventilator on site, found fail in pressure transducer test and internal leakage test. The service engineer concluded that a pressure transducer printed circuit board (pcb) was faulty and replaced it. The ventilator was cleared for clinical use. Logs and the failing pressure transducer printed circuit board (pcb) were returned for investigation. The failure was confirmed in received device logs, and event was dated to 11/23/2021. Imbalance was found in the resistor bridge on the pressure transducer pcb. The returned pcb was mounted in a reference ventilator for simulated use testing and zero-pressure voltage was out of specification. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. Our conclusion is that the reported problem was due to imbalance in the resistor bridge on the pressure transducer pcb. The cause of the imbalance has not been determined.

Event description:
Manufacturer ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).